Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. Visual inspection: one valeo balloon expandable stent with a cook 6fr introducer sheath was returned. No kinks or bends were observed on the catheter. The balloon did not appear to have been inflated. The stent was returned on the balloon; the stent was dislodged distally, with the distal end of the stent covering the distal marker band and located 1.2cm from the distal tip of the catheter. 2 bent struts were noted on the stent. The balloon was examined under magnification and stent crimp marks were visible on the balloon. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. No other anomalies were noted. Performance evaluation: functional testing could not be performed as the stent was loose on the balloon. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the complaint investigation is confirmed for a dislodged/dislocated stent. The investigation is inconclusive for difficult to insert through the introducer sheath, as functional testing could not be performed due to the dislodged stent. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings/precautions: should unusual resistance be felt at any time during the insertion process, do not force passage. Inspect the valeo vascular stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system.

Event description:
It was reported that the balloon expandable stent was difficult to insert into a 6 fr introducer sheath. There was no patient involvement. Another stent was used to successfully complete the procedure.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.